Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that he had excessive no delivery alarm. Customer's blood glucose was 18mmol/l. The customer asked to get a new set and a new reservoir. The customer stated that there is no resistance to all. The customer declined to continue troubleshooting and was comfortable that it was the reservoir. The customer was advised the 2 high blood glucose rule and monitor blood glucose.